Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on rv lead was observed. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable before, during and after the procedure.